Manufacturer narrative:
Patient city: (B)(6) patient country: finland . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.

Event description:
Reference number (B)(4) event occurred in the finland. It was reported that the patient experienced low blood glucose event on (B)(6) 2026. The patient reported their active insulin time was changed around 2 weeks ago and after that they had multiple lows per day which was treated with carbs intake. No further information available.